Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a communication fail error message. This message will likely result in a boot up failure, lock up, and/or shut down. There are no reports of pt injury or death associated with this event.